Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. The patient did not need atrial pacing so the device was reprogrammed. No patient symptoms or additional information was reported.